Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed upper out of range high voltage lead impedance measurements. Lead testing by programming and body movement were recommended. Suggested performing a low voltage shock in the programmed shock configuration to obtain an impedance value. No further information is available.